Event description:
It was reported that when the patient presented in clinic for routine follow up, the device was at end of service. Previous follow-up noted the estimated remaining longevity was 11 months, but the device reached eri in six months to eos in two months. The device was explanted and replaced with no complications. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.